Manufacturer narrative:
Correction d4, g4 the investigation of the reported failure mode has been completed. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient became unresponsive at home and cardiopulmonary resuscitation was performed by a neighbor. The patient was intubated in the emergency department and left heart catheterization was performed showing heart failure and stenosis in left anterior descending (lad). Impella was placed pre-percutaneous coronary intervention and stent placed in lad. The patient experienced ventricular tachycardia and it was reported that the patient was shocked 12 times. Additional informatin noted that the patient's family decided to withdraw care. The patient expired within 3 hours of admission to unit.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.